Event description:
A previous company sales rep reported that a physician plans to explant a memory lens iol. Request has been made for further details, however, no additional info has been provided.

Manufacturer narrative:
As there was no product returned or lot info provided, no detailed investigation can be performed. (B) (4).